Event description:
Pt with scheuermann's kyphosis underwent initial posterior spinal fusion on (B)(6) 2015. Pt was stable until he noticed popping and grinding sensations in lower back. This was reported to md at clinic visit in (B)(6) 2015. Imaging revealed the rod was no longer in place at l3 with set screws. Pt returned to surgery for hardware (globus set screw) failure.